Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was not cooling. They stated that they would like to send this device in for 2000-hour service. Per follow up information received via email on 27dec2022, biomed stated that the isolation board fixed the initial problem, however, it did not pass calibration due to bad chiller pump not cooling and reservoir fill sensors.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. A test mixing pump was installed in decon for unit to cool. Mixing pump head was replaced. Motor has excessive resistance when motor shaft spun by hand. The device did not meet specifications, and was influenced by the reported failure. It is unknown if there was patient involvement on the device. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported by biomed that the arctic sun device failed calibration . Biomed stated it gave an alert 25 (patient temperature 2 out of adjustment range limit). Per follow up information received via email on 19dec2022, there was no patient involvement reported. Biomed would order a new isolation circuit board and replace it onsite. Per follow up information received via email on 27dec2022, biomed stated that the isolation board fixed the initial problem, however, it did not pass calibration due to bad chiller pump not cooling and reservoir fill sensors. Per sample evaluation results received on 03mar2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. A test mixing pump was installed in decontamination for unit to cool. It was stated that the motor had excessive resistance when motor shaft spun by hand. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was also stated that performed visual and inspection and determined that the ac cca card and power module had degraded due to electrical overstress. It was noted that the mixing pump motor and circulation pump head were replaced.